Event description:
I flow received a report stating, flow rate too fast noticed by pt. Fill volume 240 ml, infused in 36 hours instead of 48 hours. Medication, 5fu. Flow rate 5ml/hour. No adverse event. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
The device involved in this incident was discarded by the customer, therefore, our results and conclusion are based on the info that was given to I-flow by the initial reporter. The directions for use (dfu) (1303046, rev e) contains a caution for underfilling the pump: "cautions" actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate". The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal.